Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for strip lot 491920. (B)(6).

Event description:
Reporter stated that customer received the following results on the aviva system within 4 minutes: 8.1 mmol/l, 11.3 mmol/l, 6.1 mmol/l, 5.2 mmol/l (strip lot 491920) and 13.1 mmol/l (unspecified strip lot). Results were obtained using different strip lots. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.